Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the pod coil was not forming the way the physician wanted it to; therefore, the pod coil was removed from the patient and re-sheathed. After successfully implanting another coil, the physician attempted to re-advance the same pod coil. While re-advancing the pod coil through its introducer sheath, the pusher wire became kinked. Therefore, the pod coil was no longer used in the procedure. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the pod coil was not forming the way the physician wanted it to; therefore, the pod coil was removed from the patient and re-sheathed. After successfully implanting another coil, the physician attempted to re-advance the same pod coil. The pod coil was inside the diagnostic catheter when the technician inadvertently kinked the pusher wire. Therefore, the pod coil was removed and was no longer used in the procedure. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 05/27/2021: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.